Manufacturer narrative:
(B)(4). Product returned is under evaluation. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer complains of low results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 130-143mg/dl fasting. Verified test strips expire 08/31/2018. Confirmed customer's test strips are being stored properly and opened vial date 12/03/2015. Customer performed a back to back blood test 109mg/dl and 103mg/dl fasting. Reviewed meter memory (B)(6). Memory concerns:with the all results in the meter's memory

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Investigation completed and product evaluated with no defect found on returned meter. Returned test strips produced low results only on 75 level. The most root cause is due to improper testing technique by user.

Event description:
Customer complains of low results. Customer states that feels physically fine, denies the need for medical attention. The customer's expected blood results are 130-143mg/dl fasting. Verified test strips expire (B)(6) 2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 109mg/dl and 103mg/dl fasting. Reviewed meter memory (B)(6). Memory concerns:with the all results in the meter's memory.